Manufacturer narrative:
(B)(4). The carefusion field service representative replaced the gas deliver engine and tested the unit. The unit passed all tests and was placed back into service. In the event the gas delivery engine is returned for evaluation or in the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that while performing the extended self test, the test failed and the unit was showing extended high peak pressure and circuit occlusion alarms. There was no patient involvement as this occurred during the testing of the unit.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.